Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the moment the power button was pressed, a back-up alarm sounded and the unit did not start up. There was no patient involvement.

Manufacturer narrative:
Date of manufacturer: 09/12/2018. Date of report: 09/22/2018. (B)(4). The service technician replaced the power management (pm) board to address the reported problem.